Event description:
It was reported that the customer had a button error alarm from their insulin pump. The customer's blood glucose level was 7.8 mmol/l. The customer will be returning the pump. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All buttons functioning properly during testing however, corroded keypad traces were noted during visual inspection. No button error alarm occurred during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on liquid crystal display window, scratched reservoir tube window, cracked belt clip slot and missing end cap sticker.